Manufacturer narrative:
Device evaluated by MFR.: the device was returned inside of a protective hoop and together with its original opened cardboard box. A section of the proximal end of the guidewire protruded from the protective hoop and this section showed a kink. The guidewire was easily removed from the protective hoop. The guidewire was inspected and the distal tip was found stretched; the bent observed in the distal tip is expected, due to this device was manufactured as a j tip guidewire. The guidewire body was kinked approximately at 0.2 inches from the proximal end. No more visual damages were found in the device. Microscopic inspection revealed that the distal tip of the guidewire was inspected and it was possible to observe that the spring was stretched. The guidewire was complete and no detached sections were observed. Dimensional inspection revealed that the overall length and distal tip outer diameter (od) were not within specifications due to the stretched spring tip. The middle section od and the proximal section od were within specifications.

Event description:
It was reported that detachment of device occurred. The target lesion was located in the coronary artery. A floppy 182cm j choice guidewire was used for treatment. However, during procedure, entrapment occurred when removing the device. The guidewire tip fracture remained inside the patient's body.

Event description:
It was reported that detachment of device occurred. The target lesion was located in the coronary artery. A floppy 182cm j choice guidewire was used for treatment. However, during procedure, entrapment occurred when removing the device. The guidewire tip fracture remained inside the patient's body.